Event description:
Revision surgery - the surgeon took an x-ray at the end of the original surgery and all looked fine. The patient started complaining of pain after the original surgery and a new a x-ray was taken. The surgeon decided to open up the patient and noticed that the liner had became disengaged; so he took out the liner and head and put in new liner and head.

Manufacturer narrative:
The reason for this revision surgery was the liner had disengaged the same day as the primary surgery. The length of in vivo service was 1 day. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 9 prior complaints reported against this part number; summary of investigations: 5 for dislocation, 1 for instability and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason for this event. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.